Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump and catheter were removed in 2018 due to infection. No other information was received. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative where the information was confirmed with healthcare professional (hcp) indicated the weight at time of explant was unknown. No further complications were reported/anticipated.